Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a slit in the cuff of the product. Visual examination of the tracheal opening shows no sign of any defect, the unit is slightly contaminated and there is sticky tape around the inflation lines. Further examination shows that there is a slit in the bronchial cuff body. An attempt made to inflate the returned unit confirms that the tracheal cuff inflated without any issue however the bronchial cuff failed to inflate. Examination of the bronchial cuff using the microvu shows that there is a clean cut slit in the main body of the cuff. The slit measures 0.6mm in length. This type of damage is indicative of coming in contact with a sharp utensil or object. The single wall thickness of the bronchial cuff was measured and found to be within the blueprint specification. It was reported that the tube did not meet specifications as it was mishaped. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the bronchial cuff came in contact with a sharp utensil or object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not overinflate the cuffs. Ordinarily, the cuff pressure should not exceed 25 cm h2o. Over inflation can result in tracheal or bronchial damage, rupture of cuffs with subsequent deflation or distortion of cuffs leading to herniation which may cause airway blockage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, for the one-way valve the device had poor shape of the mouth part; air entered from the joint with the syringe. There was no patient involvement.